Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil in right fallopian tube and not located in left tube'), embedded device ('embedded within the myometrium of the right cornu region is a metal coil') and device expulsion ('embedded within the myometrium of the right cornu region is a metal coil') in a 39-year-old female patient who had essure (batch no. 916886-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2011. Previously administered products included for birth control: depoprovera; for an unreported indication: fluconazole and nuvaring. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced adenomyosis ("other injury (ies) or complication (s) please describe: adenomyosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), anaemia ("injury (ies) or complication (s) please describe: anemia") and menstrual disorder ("periods"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy with cytoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, device expulsion, adenomyosis and anaemia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered adenomyosis, anaemia, device dislocation, device expulsion, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was 2013. It was deployed in the correct location with approximately 4 coils visible within the uterine cavity. The left tubal ostium was then cannulated without difficulty without meeting resistance. It was deployed in the correct location with approximately 3 coils visualized in the uterine cavity. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - in 2012: not provided. Ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received- outcome of menorrhagia , vaginal haemorrhage updated to recovered / resolved. Lab data, historical drug were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil in right fallopian tube and not located in left tube"), embedded device ("embedded within the myometrium of the right cornu region is a metal coil") and device expulsion ("embedded within the myometrium of the right cornu region is a metal coil") in an adult female patient who had essure (batch no. 916886-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6)2011. Previously administered products included for an unreported indication: fluconazole. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), adenomyosis ("other injury (ies) or complication (s) please describe: adenomyosis"), anaemia ("injury (ies) or complication (s) please describe: anemia") and menstrual disorder ("periods"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, adenomyosis and anaemia outcome was unknown. The reporter considered adenomyosis, anaemia, device dislocation, device expulsion, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was 2013. It was deployed in the correct location with approximately 4 coils visible within the uterine cavity. The left tubal ostium was then cannulated without difficulty without meeting resistance. It was deployed in the correct location with approximately 3 coils visualized in the uterine cavity. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-may-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil in right fallopian tube and not located in left tube"), embedded device ("embedded within the myometrium of the right cornu region is a metal coil") and device expulsion ("embedded within the myometrium of the right cornu region is a metal coil") in an adult female patient who had essure (batch no. 916886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2011. Previously administered products included for an unreported indication: fluconazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), adenomyosis ("other injury (ies) or complication (s) please describe: adenomyosis"), anaemia ("injury (ies) or complication (s) please describe: anemia") and menstrual disorder ("periods"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, adenomyosis and anaemia outcome was unknown. The reporter considered adenomyosis, anaemia, device dislocation, device expulsion, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was 2013. It was deployed in the correct location with approximately 4 coils visible within the uterine cavity. The left tubal ostium was then cannulated without difficulty without meeting resistance. It was deployed in the correct location with approximately 3 coils visualized in the uterine cavity. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), salpingectomy (bilateral removal of fallopian tubes), other injury (ies) or complication (s) please describe: adenomyosis, anemia, essure coil only noted in right fallopian tube on removal, device embedded in myometrium were added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.